Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a dialysis catheter. The customer states that a leak in y junction. As the result, the patient experienced blood leakage. The device was pulled and replaced on (B)(4) 2014. No patient injury. The dwell time of the catheter in the patient: 3 years.

Manufacturer narrative:
The possible causes were identified. No lot number was provided, therefore, it is not possible to perform a DHR review. Product sample returned consisted of one assembled 14.5 fr dual lumen hemodialysis catheter with laser slots. After visual inspection, a hole was found below the y junction. During underwater test (functional test), bubbles were detected coming out below the hub, from the lumen which corresponds to the venous extension. This defect has been confirmed. Based on the available information, the probable root cause can be considered as misuse (leak could be caused more likely due to over bending or excessive force). It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. Per procedure, manufacturing performs 100% leak testing at the final stage of production, which would identify this issue in the catheter assembly. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.